Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with this event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported at this time; a service call is anticipated.